Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Pump turned back on after plugging into a power source; however a malfunction alarm occurred. Customer¿s blood glucose value was 131 mg/dl. Tandem technical support made multiple attempts to follow up with the customer and obtain a method of backup insulin therapy; however, a response was not received.